Event description:
The customer states that one patient sample generated a sodium assay result of 112 mmol/l on the architect c8000 analyzer. The customer retested the sample on another c8000 analyzer in the lab and generated a result of 139 mmol/l. The customer then retested the sample on the initial c8000 analyzer and generated a result of 141 mmol/l. There is no impact to patient management reported. A service call was initiated.

Event description:
On (B)(6) 2010, medwatch uf report (B)(4) was received: after a da vinci double fenestrated instrument was removed from the pt (robotic assisted lap assisted vaginal hysterectomy, bilateral salpingo-oophorectomy), the instrument tip broke off and was not detected by x-ray. The surgeon opened, tissue morcellated, no identifiable part found in wound or morcellated tissue. The area was irrigated well and searched - no foreign objects were detected in the wound area.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on an unknown date. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, following the implant surgery, the patient reported recurrent pain, redness, drainage at the implant site and skin overgrowth of the abutment. The patient was treated with antibiotics and some of the skin overgrowth was removed. The surgeon reportedly believes the patient had chronic infection and that the fixture should be explanted. As of the date of this report, 2008, the patient has not informed the surgeon whether he will have the surgery.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.